Event description:
The service report shows the customer reported that the 840 ventilator was alarming circuit disconnect while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor and adjusted the pt circuit. The unit passed extended self testing.